Event description:
Caller reported qc "hi" errors (unk if qc1 or qc2) with the inratio meter. Pt's family was withholding coumadin dosing based on misinterpreting "hi" as being an elevated inr result. Caller stated that the pt always has bruises. Although requested, the customer did not provide the strip lot info. Pt's target range: 2.5-3.5.

Manufacturer narrative:
Related events: two additional related events were captured under medwatch number 2027969-2013-01070 and medwatch number 2027969-2013-01071. Conclusion: the customer reported various qc error messages during testing. Qc errors are designed to be a failsafe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. The customer is anemic and reported their hematocrit may be lower than 30% but an exact value was not provided. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's current health status cannot be ruled out as a possible root cause for the observed error messages. No strip lot info was provided. No product associated with the complaint is expected for return. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending.